Event description:
New information received indicated that the right ventricular (rv) lead was capped due to chronic noise on (B)(6) 2023, and a new rv lead was implanted. The patient was stable before, during, and following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple high ventricular rate, premature ventricular contraction and noise reversion episodes due to rv lead noise were observed. It was noted that the noise has been a chronic issue with the lead. The patient did not experience any adverse event due to the lead noise. Programming change was made do decrease the number of episodes stored in the future. The patient was stable and continue to be monitored.